Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 70/120mg/dl fasting. Verified the strips expire 08/31/2016. Customer confirms the strips are stored properly and was first opened (B)(6) /2015. Customer performed back to back blood test, 193mg/dl and 199mg/dl fasting. Reviewed meter memory: 120mg/dl (B)(6) 2015 07:31:00 pm fasting: yes; 109mg/dl (B)(6) 2015 11:52:00 am fasting: yes; 221mg/dl (B)(6) 2015 07:10:00 am fasting:yes; 132mg/dl (B)(6) 2015 10:58:00 am fasting: yes; 255mg/dl (B)(6) 2015 07:11:00 am, fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.